Event description:
Customer reported during use on a pt at hospital, a nurse found the air would not be injected into the cuff after intubation was done. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed that no additional harm to the pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.